Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when non sustained rv oversensing due to lead noise was observed. The lead was deactivated on (B)(6) 2016 when a new lead was implanted on the right. The patient condition was stable before and after the procedure.